Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The pharmacist reported issues with 5 freestyle libre sensors, all with unknown serial numbers. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported that five freestyle libre sensors did not have applicator needles. The pharmacist indicated that there was no adverse event due to reported issues. Based on the information provided, there was no report of serious injury associated with this event.